Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During the atrial fibrillation procedure, the catheter was inserted into the heart and used without any issues. When it was removed from the heart, the tip was found to be fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.